Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error occurred. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical component problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image flicks between being clear/grainy (noisy). The issue was found during reprocessing of the device. There was no patient involvement.